Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the tissue welder began smoking at the tip and overheating when the device was plugged in even though the activation toggle switch was confirmed to be in the "off" position. Device was not in the patient at the time the event occurred. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
Investigation results: detailed visual investigation on the returned device observed that the boot was burnt, melted and a portion of a silicone jaw boot was returned separated from the jaw. The tri-heater assembly was distorted and dislodged from the curved hot jaw and a burnt/melted hole was present on the blunt tip. Further investigation for resistance measurements, functional pre-cautery and continuity tests were performed on the returned device and there were no non-conformances discovered during the investigation. Device performed as intended. The reported complaint of device overheating could not be reproduced. A lot history record review cannot be performed because the lot number was not provided.